Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, and h10. 4307 - intuitive surgical, inc. (Isi) received additional information regarding the personality module surgeon console (pmsc) associated with this complaint. Failure analysis (fa) noted that two video input leaf (vil) and two surgeon console leaf (scl) boards were replaced to address the right eye video loss issue that was at the high resolution stereo viewer (hrsv) monitor.

Manufacturer narrative:
The reported complaint was confirmed based on the field evaluation. Fse identified that there was no video on the right eye of the ssc, however the video was noted to be present on the touchscreen. Fse found no video output at the personality module surgeon console (pmsc) video output (r) when external monitor was plugged into dvi port. Fse reseated the pmsc and video came back, however the customer had no confidence in the part and was not sure if the problem would return. As such, the fse replaced the pmsc, programmed and verified the functionality. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the personality module surgeon console (pmsc) associated with this complaint and completed its investigation. Failure analysis (fa) could not replicate the reported issue as the dvi connector of surgeon console leaf (scl2 ¿ right eye) is damaged and the pins are badly bent. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, there was no video on the right eye of the surgeon side console (ssc). An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer remove instruments and power cycle the system but right eye was still blank. Tse had the customer emergency power off (epo) the ssc but problem persists. The procedure was aborted post anesthesia and port placement with no harm to the patient.